Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and revealed that the stator was dislodged therefore the cam position / pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification. No damage was found with the valve casing or the cam mechanism. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock. The root cause(s) of the dislodgement could not be determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that will minimize this type of dislodgement. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Sales rep. Reported that valve is difficult to reprogram. It is obstructed. It was replaced with a new valve. The complaint is being reported late as the rep returned product sample misidentified under the wrong complaint number. Rep failed to appropriately report valve complaint.